Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was a reported that the impactor pad broke during surgery. No pieces were retained by the patient.

Manufacturer narrative:
Persona cr impactor pad was returned with the complaint for review. Visual inspection of the returned product confirmed that a piece had fractured off of the pad. The piece that fractured off was also returned. Scuff marks indicative of use were noted on the surface that connects to the femoral implant/provisional. This device is considered to have been conforming when it left zimmer biomet. The device is used for treatment. Per the package insert for the device, it should be inspected and not used if damage and wear are noted. Age and repeated use of the device are considered to be the root cause. Fracture of the cr impactor pads has been previously investigated. It was identified that the impactor pads are fracturing at an acceptable rate and that no additional actions needed. The reported issue appears to have been caused from use and not related to a significant design or manufacturing issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.